Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a system extraction. A new device and a lead were implanted. The patient developed thrombosis. The patient was prescribed medication and discharged home.